Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee replacement procedure it was noted that the inner sterile package was damaged. The surgery was completed with another implant. This event caused 1 hour delay in the surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection of the returned product confirmed the outer sterile barrier (blister) is damaged. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be the transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee replacement procedure it was noted that the inner sterile package was damaged. The surgery was completed with another implant. This event caused 1 hour delay in the surgery.